Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01507 - device 1 of 3. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced three infusion sets tape not sticking event on (B)(6) 2024. The infusion site was at abdomen and lower back. All the infusion sets of the patient untapped before 3 days of use as the adhesion of cannula does not seem to be the same. No further information available.